Event description:
It was reported that the user was not receiving readings on the ilet because the device was powered off, resulting in a prolonged interruption of insulin delivery while the user deferred a supply change and used secondary therapy. After the device was powered on, the dexcom g7 sensor was paired and a full supply change was completed, after which insulin delivery resumed; blood glucose was reported as high, including a fingerstick value of 518, and later trended down to 389. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included user guidance, device power-on, cgm pairing, and supply replacement with education on proper use. Investigation of this case revealed user handling issues, including the device being powered off and delayed supply change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.